Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h4; h6; h10. Visual examination of the returned products identified (both articular surface exhibit signs of use/insertion attempts with the corner & dovetail feature to be damaged). Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item# 42512000412; lot# 64989811 item# 42532006701; lot# 66510171. G2: foreign - event occurred in japan customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total knee arthroplasty, the surgeon failed to insert the persona articular surface into the tibial plate. Subsequently, a second articular surface was attempted to be inserted into the same tibial plate and also failed to be mated. As a result, a third articular surface was attempted with the same tibial plate and successfully mated. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.